Event description:
Clinical study. Same case as MFR# 6000089-2004-00833, 00834. It was reported that 3 days after a coronary drug eluting stenting procedure, a subacute thrombosis occurred. Target lesion 1 was identified in the mid right coronary artery (rca) with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 (mid rca) was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus express2 8.8% stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2(prox rca) was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0%. Target lesion 3 was also identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3(prox rca) was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0%. Following an 18-hour integrilin infusion, the patient was discharged the next day. Two days later, the patient presented to a local e.r. Complaining of chest pain. EKG revealed st elevation in the inferior leads. The patient was given aspirin, beta-blocker, IV nitroglycerin, and heparin and then transferred to the enrolling hospital for further evaluation and treatment. The patient ruled in for myocardial infarction and was taken to cath lab for emergent angiography, which revealed an acute proximal occlusion in the rca that appeared to be in the stent. After initial restoration of flow in the rca, it was noted that the stented area looked very hazy and irregular ("moth-eaten"). With difficulty, the area was re-angioplastied and 3 bare metal stents were placed inside the taxus stents. The result was noted to be excellent. Once again, integrilin infusion was instituted and the patient was transferred to cicu. Pt was transfused with 1 unit prbc's secondary to a slight drop in hemoglobin. Two days later, the patient complained of a headache. The patient suffered a right sided hemorrhagic infarct and head CT scan showed a large area of blood product and edema in the right temporal and occipital lobes. The patient was transferred to an inpatient rehabilitation unit to address residual deficits secondary to their stroke.